Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "overheated component," which was identified during device evaluation. It was observed that a component on the backflex had over heated and that there were signs of fluid intrusion on the rear case. The rear case was replaced to correct this condition.

Event description:
During baxter's evaluation of a spectrum pump, an "overheated component" of the device was identified. There was no patient involvement.